Manufacturer narrative:
Additional information (nov. 15, 2017): siemens has developed a new gas spring design. Siemens customer service engineers are replacing all gas springs with the new gas spring design during upcoming service visits. On dec. 4, 2017, siemens issued a customer notification to customers whose systems have not yet been updated with the new spring design to announce the new gas spring design and remind them that the original gas spring may lose its effectiveness and fail to support the cover in its full or partially open position until their system is updated with the new gas spring design. Customer notification (B)(4) was sent to customers in the us on dec. 4, 2017 and customer notification (B)(4) was sent to customers outside the us in december 2017.

Manufacturer narrative:
The cause of the cover felling down is unknown. Siemens is investigating the issue.

Event description:
The cover of an advia centaur xp instrument fell onto an operator's head, while she was analyzing the system as it was not running. The physician diagnosed that the operator had a severe contusion. The operator was treated with painkiller and cooling packs.

Manufacturer narrative:
The initial MDR 2432235-2017-00494 was filed on august 24, 2017. Additional information (08/07/2017): a siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the top cover gas spring and the issue resolved. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Corrected information (11/06/2017): the initial MDR stated that "date of this report" was august 23, 2017. The correct date is august 24, 2017. Date of this report cannot be updated with the correct information as it is being used for this report.